Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that there was a PICC line removed from on outpatient that was noted to be leaking. One of the PICC inserters flushed with saline after removal and noted a small hole in the line that they didn't think was caused by a guidewire puncture. Additional information received: it was reported the PICC was inserted on (B)(6) 2024. Leaking was identified on (B)(6) 2024 after patient received a round of chemotherapy. PICC flushed and had blood return, but leaking noted around the insertion site. PICC removed from patient. Nurse flushed the line afterward and identified a small hole in the lumen. New PICC inserted on the other arm two days later. No other harm or injury identified. Unable to confirm if the leak was internal or external to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The returned unit was functionally tested by flushing the catheter with water using a 12ml luer lok syringe. During testing, a leak was observed between the 4 cm and 5 cm depth markers. Microscopic inspection of the leak site found that a longitudinally aligned tear was present. The tear had rounded fracture edges, and the fracture surface was granular. Extending from the tear in both directions was a linear depression in the catheter tubing. The linear depression observed on the exterior did not appear to extend further into the wall of the catheter. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. Based on the available evidence, it was not possible to conclusively determine the root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that there was a PICC line removed from on outpatient that was noted to be leaking. One of the PICC inserters flushed with saline after removal and noted a small hole in the line that they didn¿t think was caused by a guidewire puncture. Additional information received it was reported the PICC was inserted (B)(6) 2024. Leaking was identified on (B)(6) 2024 after patient received a round of chemotherapy. PICC flushed and had blood return, but leaking noted around the insertion site. PICC removed from patient. Nurse flushed the line afterward and identified a small hole in the lumen. New PICC inserted on the other arm two days later. No other harm or injury identified. Unable to confirm if the leak was internal or external to the patient.